Event description:
The customer contact reported that the device intermittently did not sound an audible alarm tone during an alarm condition. During an incoming inspection prior to release for clinical use, it was noted that the device intermittently did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.